Event description:
It was reported that the case on the external pulse generator (epg) was damaged and that service was due. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the battery contacts were contaminated and the lower case was damaged. (B)(4).